Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a l5/s1 fusion the surgeon noted that a screw was not correctly retained by a driver 03.632.036. The driver was determined to be faulty. A small portion of the distal tip thread from the retaining sleeve had broken and remained in the screw. The patient was not affected; nothing was left in the patient. The procedure was completed using a second driver and sleeve. The procedure was not delayed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned devices were examined and the complaint condition was able to be confirmed as the distal threaded tip of the matrix holding sleeve was found to be broken and the fragment was retained in the returned polyaxial screw; the fragment consists of approximately half of the first two threads. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load to the holding sleeve while engaging the polyaxial screw. Relevant drawings for the returned holding sleeve were reviewed: top-level and inner shaft. Design changes were implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after these changes were applied. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number and UDI number; manufacturing location: supplier (B)(4). Manufacturing date: october 27, 2011. Part: 03.632.036, lot: 6719146 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.